Manufacturer narrative:
The initial MFR 1220648-2024-08480 is a duplicate report and should be disregarded. Please refer to MFR 1220648-2024-08670 for this complaint.

Event description:
The user facility reported a 80-year-old male was being implanted with an impella cp device for mechanical circulatory support for high risk percutaneous cardiac insertion. The impella cp was unable to be placed due to the patient¿s anatomy and aortic graft repair. The patient was subsequently brought to the cath lab later for axillary insertion of the impella cp.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.